Event description:
Reporter indicated that device diagnostic testing resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a possible cause of the high lead impedance test result. The pt reportedly does not feel device stimiulation. Review of x-rays by treating physician did not reveal any obvious discontinuities in the ncp system. Review of x-rays by manufacturer revealed an obvious break in lead coil near the area of bifurcation. Revision surgery is likely. No adverse event was reported in conjunction with high lead impedance condition.